Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother states they did not have supplies left to hold the customer over. The mother states they were taking the customer to the hospital for the high blood glucose levels. Troubleshoot was not able to be conducted at this time. The customer's blood glucose level was unknown. No further assistance was provided.